Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump shut off resulting in the customer going to the emergency room (ER) and subsequently being admitted to hospital's intensive care unit (ICU) due to a blood glucose (bg) level of 709 mg/dl. The customer attempted to self treat elevated bg by administering a manual injection and correction bolus. Upon ER/hospital admission, the customer was treated with intravenous fluids of saline and insulin which reportedly resolved the issue. System check with tandem technical support confirmed that the pump was functioning as intended. The customer was released from the hospital on (B)(6) 2022 with no permanent damage.